Manufacturer narrative:
After battery installation, the device powered up with a blank display due to moisture damage electronic assembly. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would not turn on after being exposed to moisture. Customer states the pump was exposed to pool water. Customer states they hear fluid when shaking the pump. Customer states they see fluid under the lcd screen and battery compartment. Customer¿s blood glucose was 152 mg/dl. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.